Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the consumer's hardware for the seat upholstery pops out of it.